Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any further issues occurred. Customer acknowledged and understood the guidance provided.